Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via merlin@home transmission. Upon review of, the patient's left ventricular(lv) lead exhibited fracture, inadequate capture and high impedance while the right atrial(ra) lead exhibited far-r over-sensing and mode switch. Lv lead noise was not reproduced with isometrics. Programming changes were made on the lv lead. Programming changes were discussed but not made on the ra lead. The patient was stable. Related manufacturer reference number: (B)(4).